Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: none. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) in the market. There are no units in stock in warehouse. Without any closed samples an analysis cannot be performed to determine if the product fulfills the OEM requirements. Final conclusion: complaint is not justified. Without any closed samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incident and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: france. During a surgical procedure for a knee prosthesis at least 7 thread were concerned about a needle detachment.

Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical warehouse. As no samples have been received and no units are available in b. Braun surgical warehouse we have only reviewed the batch manufacturing record and this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.